Event description:
It was reported that the patient with this artificial urinary sphincter experienced urinary retention because the cuff was too tight. A surgical procedure was performed to remove and replace the device and no further patient complications were reported.